Event description:
A surgeon reported scratches that were on the pt interface surface that may have caused uncut spots in the flap that were not able to separate and procedure was aborted. Additional info was requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).